Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. Endocarditis was confirmed and the patient was treated with antibiotics. The patient was discharged to home on (B)(6) 2010. No additional information is anticipated.